Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels of 510mg/dl at its highest and ketone levels close to trace. A manual injection was to be administered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted and supplies in use during the occlusion alarm had been discarded, troubleshooting to determine a possible cause of the occlusion could not be performed.